Manufacturer narrative:
Investigation is finalized, with the conclusion that the product did not malfunction, hence the incident is no longer considered reportable.

Event description:
According to the complaint, a patient was undergoing a continuous renal replacement therapy (crrt) and the blood gas at the bedside was 10+, result indicates a potassium (k+) result of 2.1mmol/l. This was not what the user expected. The user did a measurement of the patient's arterial blood result, and it was reported to be 3.2mmol/l on the k+ parameter. Based on this measurement the customer has reported the results from the abl90 flex analyzer as discrepant.